Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the left anterior descending (lad) artery. A perforation occurred during use of an unspecified device. The 2.8 x 16 mm graftmaster stent was advanced to the site of the perforation; however, due to the size of the vessel, the graftmaster was unable to cross to the target site. The stent delivery system was removed from the anatomy without issue. The perforation sealed on its own and no additional intervention was performed. No additional information was provided.